Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had red and blue lines that blocked the graphics and text. Customer's blood glucose was 158 mg/dl. The customer reverted to manual injections for insulin therapy.